Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by MFR: device evaluation: visual inspection of the returned product found the lens remained inside the nozzle without irregularity. Volume of used viscoelastic material appeared to be enough. Top flange was pushed down correctly. Screw plunger was found unworking (cannot twist and forward rod) due to misalignment between the screw plunger and the main body. The screw plunger should be pushed too strong or too fast. Connection of screw plunger and the main body was disengaged and was unable to twist the screw plunger to forward the rod. It is likely that the screw plunger was pushed too strong or too fast. Claim # (B)(4).

Event description:
The reporter indicated the surgeon experienced lens block when handling the screw plunger of a ks-1 aq2017v lens, 17.0 diopter. There was patient contact with the nozzle tip, but when the irregularity was found, the doctor stopped injecting the lens. There was no patient injury. The surgery was completed using the backup lens within the same surgery.